Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed damages of the outer insulation as a result of laser extraction and deformations of the conductor coils. Based on the symptoms, it is reasonable to assume that these damages resulted from the explant procedure. With regard to the issues mentioned in the complaint description, the analysis of the lead did not show any deviations. In summary, damages of the insulation and deformations of the outer coil were observed, which resulted most likely from the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced because it wouldn't stay in the lv. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.